Event description:
Procedure type: sils. According to the reporter: plastic shaved off the obturator as it was inserted into the cannula outside pt preparing for surgery. A new device was used. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).